Event description:
While pt was being transferred from the operating room to the recovery room, 2 pumps reportedly stopped with less warning than the clinician desired. Pt's bp dropped and resuscitative measures were employed, without success.